Event description:
It was reported that the bolus button input no longer works. The event occurred during pre-testing. There was no patient involvement. Evaluation of the returned device found a faulty downstream occlusion sensor.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. The reported issue was not confirmed, and no issues were identified with the remote dose cord. Visual inspection found that the downstream occlusion (dso) sensor was damaged. Review of the event history log showed "high alarm cleared: cassette not attached properly" and functional testing found the pump cannot operate due to the non-functional dso sensor. The dso sensor was replaced.